Event description:
On (B)(6) 2019 the svc seemed to be fractured. Since the rv coil did not have a problem with sensing and thresholds, the setting was changed and only the rv coil was used. On (B)(6) 2019 this lead was explanted and an s-ICD was implanted instead.

Manufacturer narrative:
Upon receipt, the fragmented lead under complaint was subjected to an extensive analysis. The analysis showed a fracture of the conductor cable to the svc coil. Only a 10 cm segment of the conductor cable was available, the rest was missing. This damage can be considered the root cause of the reported high shock impedance. Furthermore both shock coils were severely damaged and covered in calcified tissue. Also the fixation helix and the ring electrode showed calcification. Based on the characteristics of these findings, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state. It is highly likely that significant ingrowth affected the lead's motion which may have resulted in an increased stress level. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - on (B)(6) 2019 the svc seemed to be fractured. Since the rv coil did not have a problem with sensing and thresholds, the setting was changed and only the rv coil was used. On (B)(6) 2019 this lead was explanted and an s-ICD was implanted instead.